Manufacturer narrative:
Per the customer reported complaint, the instrument was returned with the carbide insert missing from one grip. Engineering evaluation observed that the brazing surface shows very little presence of filler metal. This discovery leads engineering to conclude that the carbide insert may have not been properly brazed onto the grip, thus causing the carbide insert to loosen and fall off.

Event description:
It was reported that after sterilization, it was noticed that the serrated portion on one side of the tip of the large needle driver instrument was missing. It cannot be determined if the component separated from the instrument during a surgical procedure or during handling after a procedure. No patient harm, adverse outcome or injury was reported.